Event description:
Customer reportedly received results of 82 mg/dl and 45 mg/dl within 10 minutes on the compact plus system. Customer reported low blood glucose symptoms with these results, and was treated with (B) (4). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.